Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial lead has dislodged into the right ventricle. The lead dislodgement was confirmed by x-ray. The lead was explanted and replaced. The patient was in stable condition.